Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler was fired with a green cartridge to form pouch and excessive bleeding and poor staple formation were observed in the area. Case completed with another device of the same product code and the affected area was over sewn extensively.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did the event occur? I don¿t know. What was the shape of the malformed staples (irregular in shape or legs straight)? Not sure¿if video or pictures were available they would have been enclosed in the return box or mailed separately already. Where was the location of the malformed staples? Not sure. How much blood was loss (ml)? Were not told this. Did the patient require a blood transfusion? This was not shared with us unfortunately. How long was the procedure prolonged (minutes)? Approximately 20 minutes. Did the prolonged procedure clinically impact the patient or change the post-operative care? Not that I¿m aware of. The analysis found that the pse60a device (b) was received in good visual condition and with three cartridge reloads present. Cartridge (b) ecr60g, was received fully fired and in good visual condition. Cartridge (c) ecr60g, was received fully fired and in good visual condition. Cartridge (d) ecr60b, was received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.